Event description:
Customer reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with pump reset information by technical support and successfully completed the reset, resolving the issue without further error codes, and successfully started their sensor session.